Event description:
Customer reported of having high blood glucose of 441 mg/dl and treated with food and insulin. Customer declined troubleshooting for high blood glucose. It was reported that customer received button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The device had cracked end cap. Basic occlusion test, occlusion test, prime test, and excessive no delivery test were not performed however, the device passed the displacement test. It also had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.